Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead measured increasing shock impedances over the past year. There have been intermittent but recurring out-of-range measurements. Boston scientific technical services (ts) suspected lead calcification. The physician suspected physiological changes in the patient's heart condition. Ts acknowledged either could contribute to these clinical observations. No adverse patient effects were reported. As of today the lead remains in service.

Manufacturer narrative:
--

Event description:
Additional information received indicates that no intervention is planned and the patient will be monitored